Event description:
It was reported that during a cryo ablation procedure, the diaphragm was weak and the subsequent right superior pulmonary vein (rspv) was treated using an radiofrequency catheter. The phrenic nerve injury did not recovered by the time the patient left the operating room. Further details on patient recovery are unknown at this time. The procedure was able to be completed with cryo. No further patient complications have been reported as a result of this event.

Event description:
Additional information received indicated that the patient had recovered from the phrenic nerve injury at discharge from the hospital.